Event description:
As reported, "the port was sutured and implanted subcutaneously in the left forearm with the catheter tip positioned in the svc. The pt had palpitations. Fluoroscopy conducted, revealed that the catheter had migrated into the pulmonary artery. The catheter was successfully removed, using the femoral arterial approach."

Manufacturer narrative:
Device discarded. Unavailable to f/u.